Event description:
It was reported that the cassette was leaking. The leak was noticed after addition of saline and drug, after airing out the cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the sample was received for evaluation. Visual and functional tests were performed. Leaking was detected during the functional testing, due to pin hole in the medication bag. The customer's issue was confirmed. The cause of the hole was not established.